Event description:
One endeavor sprint rx drug-eluting stent was implanted at the distal rca, as treatment of the target lesion. One endeavor sprint rx drug-eluting stent was implanted, overlapping, at the distal rca, as treatment of complication/dissection/bailout. It is reported that dissection occurred after stent implantation. One endeavor sprint rx drug-eluting stent was implanted at the 1st diagonal branch, for treatment of the target lesion and one endeavor sprint rx drug-eluting stent was implanted at the proximal lad, for treatment of the target lesion.

Manufacturer narrative:
Secondary intervention, additional stent implanted. Eval: results: dissection.